Manufacturer narrative:
The pump was received with a button error alarm and an intermittent button response due to the corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm and the buttons do not respond to any presses. Customer stated that the up arrow button does not work at all and she has been using the down arrow button to enter items in the bolus wizard. Customer stated that she replaced the battery but it did not help the issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer agreed to return the pump for analysis.